Manufacturer narrative:
The customer has not had any further issues. The customer verified precision using the sample and the results were normal. The investigation did not identify a product problem. The cause of the event could not be determined. The customer was not using the required rack adapters for 13 mm diameter tubes when the event occurred.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas e411 rack analyzer. The initial result was 0.555 miu/ml with data flag and was reported outside of the laboratory. The physician reported the result to the patient who questioned its validity based on manual urine tests she had performed which recovered a positive (pregnant) result. The same sample was repeated and the result was 70 miu/ml and a corrected report was issued. The reagent lot number was 61488805 with an expiration date of 31-jul-2023.